Event description:
Phlebotomist claims the shield from the eclipse needle broke off its attachment to the needle while the phlebotomist was trying to activate and they stuck their right index finger at the tip. Their pt was hiv positive. No other needles appear to have any shield issue or looseness from its attachment. Infection control is trying to figure out how they could've stuck themselves if used properly. No other shields appear to be loose. They may have used a 2 handed technique to activate, which is not the technique that was taught during inservicing.